Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was inserted with the diagnostic mobile programmer application, but the reason for monitoring on the report was blank, and auto episodes were programmed off in the network. Technical services discussed it can happen when the programming head is removed prior to the device being interrogated or programmed. It was recommended that the patient come into the office to program auto episodes on to resolve the issue. There was a discussion on checking the device workflow to see if the programming heads was removed. No patient complications have been reported as a result of this event.